Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed. Acc. To service manual motor does not turn: motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore, is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore, is a potential root cause for the reported failure. Also, when there is a short circuit in the motor cable the motor may not function as intended and is another potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.